Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The purple hub of the PICC snapped off approximately ten days after insertion. The patient did require an additional procedure due to this occurrence; another PICC was inserted. According to the initial reporter, the patient did not experience any other adverse effects due to this occurrence